Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was experiencing ineffective right leg stimulation. Diagnostics revealed invalid impedance values. The scs lead was explanted and replaced with the two new leads to address the stimulation/impedance issue as well as new pain.